Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further confirmed by the follow up facility that no issues were evident related to the lead impedance issue.

Manufacturer narrative:
The initial medtronic aware date was 19 feb 2020. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a high and undefined impedance alert on the right atrial (ra) lead. The patient has experienced pocket stimulation since then. Reprogramming was completed but the pocket stimulation continues. The ra lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the ra lead exhibited a bipolar lead warning for high impedance.